Manufacturer narrative:
H3- device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the optic deformed and the lens haptic, bent deformed and stretched out. Dimensional inspection was performed, and the diameter verification found the lens to be within specifications. Functional inspection performed found the lens did not meet original values measured at the time of manufacturing. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6- work order search: one similar complaint type was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12.6, -15.5/2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchanged resolved the problem. Cause of event was reported to be unknown.